Manufacturer narrative:
Test results from device manufacturing and DHR were reviewed. Driver (sn# (B)(4)) passed all functional testing in production. No anomalies associated with sterilization of product. [(B)(4)].

Event description:
Envoy medical was able to recognize poor device performance on (B)(6) 2018. Patient/clinical history with emc: (B)(6) 2017 -- initial implant; (B)(6) 2018 -- activation and remote support; (B)(6) 2018 -- remote support; (B)(6) 2018 -- clinical review (determination of poor device performance).